Event description:
It was reported that the patient was involved in an accident in 2006. Since then more and more electrode channels began to show high impedance. Testing performed recently showed that all the electrode channels now have high impedance. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.